Event description:
The pt had pain on his right side and swelling on the upper left side of the buttock that looks like a "bowling ball". The pt has numbness in his left leg, groin, and buttock. It was reported that the pt cannot urinate, when the pt is able to urinate, he is unable to feel when he urinates. The pt is on lasix. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.